Event description:
It was reported that the user experienced a persistent alert 38 indicating a motor stall on the ilet pump that did not resolve despite multiple supply changes and restarts, and a replacement device was arranged with shipping coordination. Symptoms included no reported changes in blood glucose. Outcomes included no medical intervention or hospitalization. Investigation included technical review by customer care, verification of device identifiers and shipping details, and collection of the malfunctioning device for evaluation. Investigation of this case revealed a suspected pump motor stall consistent with a device mechanical malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device-related mechanical failure of the pump motor assembly.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.